Manufacturer narrative:
Product complaint # (B)(4). One opened box with thirty unopened samples of product code 8710, lot pdb881 was received for analysis. The complaint sample was not received for analysis. During the visual inspection of thirteen samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were observed. A functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/ packaging criteria were met prior to the release of this batch. Per the condition of the representative samples, no performance - breakage suture was found and the tested samples met the finished goods requirements. Representative samples returned to support investigation of 4 device issues captured in reports 2210968-2019-89310, 2210968-2019-89311, 2210968-2019-89312 analysis results have been included in follow up reports for each.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a craniotomy on (B)(6) 2019 and suture was used. The suture broke and frayed as it was being pulled through the tissue. Once the needle had passed through the targeted tissue the surgeon begins to apply tension to pull the suture through the tissue it will fray into multiple strands, therefore making the surgeon remove the suture and open another to continue. The surgery was delayed by 2-3 minutes. Fragments were generated. The fragments were easily removed without additional intervention. There were no patient consequences reported. No additional information was provided.